Event description:
During a laparoscopic colon resection the jaws broke/failed to function. The jaws no longer close when the hand grips were operated by the surgeon. Opened another instrument to complete the case. No pt consequence reported. Device will be returned.